Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing an allergic skin reaction after 5 days of wearing an adc freestyle libre sensor. She further reported noticing ¿redness and itching¿ at the insertion site. Customer noted having contact with a healthcare provider on (B)(6) 2018 and was prescribed betamethasone ointment (a corticosteroid) and an alcohol compress. No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Dose audit reports and environmental monitoring reports, including bioburden and endotoxin testing, were reviewed for the quarterly period during which this unit was manufactured. No abnormalities were found, and the investigation showed all processes were effective. No malfunction or product deficiency was identified.

Event description:
Customer reported experiencing an allergic skin reaction after 5 days of wearing an adc freestyle libre sensor. She further reported noticing ¿redness and itching¿ at the insertion site. Customer noted having contact with a healthcare provider on july 11, 2018 and was prescribed betamethasone ointment (a corticosteroid) and an alcohol compress. No additional treatment was reported. There was no report of death or permanent injury associated with this event.